Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 17 mg/dl. The customer was unconscious in the intensive care unit at the time of the call. It was stated that the doctor checked the programming, and found a basal rate of 35.0 programmed from 9pm to 12am. The doctor was unable to change it. The territory manager wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information wil follow once the analysis has been completed. No conclusion can be drawn at this time.